Event description:
Tip found loose in joint space. Patient had an acl repair in 2006. One week ago from the date of the incident, the patient was complaining of locking of his knee. When the surgeon x-rayed the patient, he found the tip of the screw was floating in the joint space. Four months later, the surgeon removed the screw but did not need to revise the acl. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow-up report will be submitted upon completion of the investigation.